Event description:
Boston scientific received information that this right ventricular (rv) lead presented with a steady increase in pacing impedance measurements and a decrease in r-wave amplitudes. A revision procedure was going to be performed and defibrillation threshold (dft) testing was scheduled to be performed. No adverse patient effects were reported.

Manufacturer narrative:
The outcome of the revision is currently being investigated. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
The lead was surgically abandoned and therefore, will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that defibrillation threshold (dft) testing was performed to test the integrity of the system. The results of the testing was normal. No adverse patient effects were reported. The rv lead remains implanted and in service.

Manufacturer narrative:
The outcome of the revision is currently being investigated. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was later reported that the pacing impedance measurements have continued to increase while the sensing as decreased. The physician suspected that the rv lead had fractured. A revision was performed and this rv lead was capped and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.